Event description:
Customer received the following results on the advantage system within 10 minutes: 290 mg/dl, 137 mg/dl, 145 mg/dl and 152 mg/dl. No high blood symptoms reported. No actions taken based on results. Controls were run and in range. The customer did not provide the location where the discrepant results were obtained. No adverse event reported. Requested return of suspect device and replacement was sent.